Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had oversensed a lot of high frequency noise that was visible on all channels, suggestive of potential electromagnetic interference (emi). Technical services (ts) provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. Ts also advised additional information is needed for a previously stored electrogram (egm) showing a possible flat shock observation. At this time, no additional information has been received. The device and leads remain in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had oversensed a lot of high frequency noise that was visible on all channels, suggestive of potential electromagnetic interference (emi). Technical services (ts) provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. Ts also advised additional information is needed for a previously stored electrogram (egm) showing a possible flat shock observation. At this time, no additional information has been received. Additional information provided advised the emi noise was confirmed across several recorded episodes. Ts requested the patient to be evaluated in-clinic for further evaluation. The device and leads remain in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had oversensed a lot of high frequency noise that was visible on all channels, suggestive of potential electromagnetic interference (emi). Technical services (ts) provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. Ts also advised additional information is needed for a previously stored electrogram (egm) showing a possible flat shock observation. At this time, no additional information has been received. The device and leads remain in service and no adverse patient effects were reported.